Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 210 millimeters (mm) from the terminal pin; only the proximal segment was returned. Detailed analysis revealed insulation abrasion through to the anode conductor coil approximately 127-137 mm and 193-203mm from the terminal pin. There were also multiple surface abrasions over the insulation. The abrasions were long and smooth. Due to the type of damage, it is likely that the abrasions were caused by lead-on-lead interaction, coupled with movement. The device manufacture date for this product is (B)(6) 1998.

Event description:
Boston scientific received information that this lead historically displayed noise that was oversensed and lead to storage of inappropriate atrial tachy response (atr)'s. The noise was able to be reproduced with isometrics. Loss of capture was also noted. Subsequently the lead was explanted sometime later for an unknown reason. The lead was returned for analysis. There were no adverse patient effects reported.